Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 44 mg/dl and would like to check the pump. Customer was concerned that the settings would be lost if he removed the battery. Troubleshooting found that the drive support cap was normal, the pump settings are correct and the pump passed the self test. Customer was advised to monitor the pump and to follow up with their doctor regarding the low blood glucose.